Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8 mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
Intuitive surgical inc., (isi) received an 8 mm prograsp instrument as a discrepant RMA. The initial allegation stated that fragment(s) fell into the patient's anatomy. Intuitive surgical inc., (isi) followed up with the customer to clarify the initial allegation. Following clarification was obtained: there was an error while creating the complaint. There were no events where fragment(s) from the reported instrument fell into the patient's body. Additionally, there was no patient injury.